Event description:
Per the clinic, the patient experienced a recurrent infection around the abutment site. Subsequently, the patient underwent an abutment removal procedure on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.